Event description:
The customer reported a "cloud of smoke" in the room that was coming from the unit. The customer stated that there were no physical injuries reported. The asp field service engineer (fse) went to the facility and repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter assembly and then tested the unit. The unit met all manufacturer specifications.